Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the station log for anesthesia machine and found that there were no communication issues and no full sync icon displayed on the screen. The machine operated normally as expected. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server required full download, synchronization with the server was needed. The patient data was not crossing over. There was no delay to the patient care. However, there were no adverse events or injuries reported based on this event.